Manufacturer narrative:
Corrected the event description. The wrong product was mentioned. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device showed no irregularities. The balloon is still well folded and its profile complies with the specification. Review of the production documentations confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. Based on information provided the remaining lumen diameter in the target lesion was smaller than the crossing profile of the complaint instrument. The reported difficulty in lesion crossing is most likely related to the patients anatomy.

Event description:
The pantera pro could not pass the severely high calcified lesion in the lad.

Event description:
The orsiro drug-eluting stent system could not pass the severely calcified lesion in the lad.